Event description:
It was reported that, per medwatch spontaneous call, from at-home nurse (B)(6)regarding pump malfunction. Patient is on sqr with a maintenance dose of 36.2 nkm, 0.036 milliliters per hour, pump rate and is using 3 milliliters of remodulin 2.5 milligrams per milliliters every 72 hours in her ms3 pump. The reported product fault did occur while in use with patient. The low cartridge alarm sounded around 2:30 pm yesterday; however, it was reported the cartridge was nowhere near empty. Her at-home nurse (B)(6) was able to get the same pump running again at 5:00 pm without medication for around 2.5 hours. No adverse events from missing dose. Patient is currently still infusing with that pump serial number: (B)(4) with a maintenance due date of (B)(6) 2023. Even though the device is currently functioning, nurse informed home nurse (B)(6) that this pump should be replaced. No patient injury. Actual device is available for investigation. Device was replaced. Patient had a backup device, but switch is not needed. Infusion was successfully continued. Serial number: (B)(4) not found in our system. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Catalog number is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause for the pump stopping delivery is due to the low cartridge alarm preset being set to a higher amount. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.